Event description:
It was reported that during a thoracic procedure, the device would not open after firing. No other details were unavailable about how device was removed. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. Additional information is being requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.